Event description:
Filter deployed in femoral position. Sheath measured 83cm (confirmed by rep). Customer is alleging the filter was loaded in backwards in the storage tube. According to telephone conversation with facility rep, it was a clear storage tube with blue cap. Dr didn't notice the filter was upside down until it was deployed. No additional filter placements are scheduled.